Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that no insulin drips were seen during the fill tubing. The customer changed the cartridge to resolve the issue. Customer's blood glucose level ranged from 200-220 mg/dl.